Event description:
It was reported while using bd venflon I 22ga 0.8 mm x 25mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: they found rust in venflon I stillet side nautch. At the time of insertion to patient they found and immediately informed.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of the reported issue of rust like foreign matter from lot number 1321290 regarding item number 391891. The investigating team has used the retention samples of material number 391891 and lot number 1321290 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for rust like foreign matter and no rust like foreign matter was found in the ten retention samples. The photograph was not clear and since no sample is available the defect could not be confirmed. The investigation could not be established.

Event description:
It was reported while using bd venflon I 22ga 0.8 mm x 25mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: they found rust in venflon I stillet side nautch. At the time of insertion to patient they found and immediately informed.